Event description:
I've been using the easy max v glucometer meter which has been telling me my blood sugar is 500, had called the ems to find out my blood sugar is only 204. I'm a diabetic on a sliding scale, and had I shot too much insulin, would have died or went into a coma. Unable to recalibrate the machine.